Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) peg tube torn/split. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, the peg tube was perforated. The device is still in use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, the peg tube was perforated. The device is still in use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on october 26, 2015: the problem was noted outside the patient and the peg tube was replaced. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "unvaried."

Manufacturer narrative:
(B)(4) unintentional removal of the peg tube.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, the peg tube was perforated. The device is still in use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on october 26, 2015: the problem was noted outside the patient and the peg tube was replaced. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "unvaried". Additional information as of december 11, 2015. This peg tube placed on (B)(6) 2015 was perforated outside then the patient unintentionally removed it (date unknown) and it was replaced (date unknown.)